Event description:
On (B)(6) 2009, the patient reported that, while attempting to program a 7 unit bolus of insulin on his infusion device, he received an occlusion error and then an a8 (bolus cancelled). He stated this has been happening the last few months and he has been able to clear the error by changing his insulin cartridge and infusion headset. His device bolus history was checked and 1.4 units were delivered. To troubleshoot, the patient was instructed to disconnect from his headset and prime out of the tubing which he did without error. He was advised to change his headset which he did. He said the cannula of the headset he removed was kinked. He has an infusion set insertion device but does not use it. He stated he does not normally bolus to fill the cannula and he was advised to do so. The patient programmed the remaining 5.6 unit bolus of insulin which was successfully delivered. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.